Event description:
Technical services received a call on (B)(6) 2011. Caller stated that the lv outputs are high (5.5v @ 2ms). No additional information is available. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).